Manufacturer narrative:
Integra has completed their internal investigation on 21 jun 2016. The investigation included: methods: -evaluation of actual device, -review of device history records, -review of complaint history. Results: evaluation of device: the reported failure was confirmed; it was observed during investigation that the transducer was found to be twisted in the handpiece housing. The DHR review has been deemed satisfactory. Date of manufacture: nov-2015. No non-conformance reports were raised during the manufacturing process for this handpiece. All results of the functionality tests were recorded as within specification and final release checks were performed satisfactory prior to the handpiece been released. A minimum of 12 months review of cusa excel handpieces part number c2602 (due to product ID provided) was completed in trackwise® using the following key words ¿ultrasonic output issue¿ and a root cause ¿over-torqued by user¿ in the search criteria. This review encompassed dates 27-may-2015 to 31-may-2016. A total of (B)(4) complaints were reviewed of which (B)(4) complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaints is the (B)(4) identified cusa excel c2602 handpiece complaint for the reported failure with the root cause identified as ¿over-torqued by the user¿ resulting in the power issue. As a result of the complaint and ncr report trending no further actions are deemed necessary and further incidents of this nature will be monitored for recurrence and trending purposes. Conclusion: the customer complaint incident ¿low power with hp¿ was verified and duplicated. Customer complaint was confirmed. Root cause determined cause of the low power was due to the twisted transducer found in the handpiece housing. This fault / damage is consistent with none or incorrect utilization of the 'torque base'. CAPA has been instigated to investigate and correct failures encountered with customer complaints associated with over-torqueing

Event description:
A report was received that on (B)(6) 2016, during a neuroblastoma surgery on a (B)(6) year old female the c2602 cusa 36khz straight handpiece had experienced low power. The issue was observed during testing and during the procedure. The device was in use when the issue was observed and the patient was under anesthesia. There was no patient injury or death alleged, however, the patient had to stay in the operation room an additional 20 minutes.